Event description:
It was reported that the patient underwent a initial right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery using a vrs glenoid due to glenoid bone erosion from loosening of component over time.

Manufacturer narrative:
(B)(4) d10: medical products: item#: unknown, unknown glenoid; lot#: unknown item#: unknown, unknown central screw; lot#: unknown item#: unknown, unknown peripheral screw; lot#: unknown item#: unknown, unknown peripheral screw; lot#: unknown item#: unknown, unknown peripheral screw; lot#: unknown h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: reverse total shoulder arthroplasty with significant bone erosion along the glenoid and proximal humerus with glenoid screws still partially seated within the bone. A definitive root cause cannot be determined. The reported event is confirmed as an x-ray was provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Please see associated reports: 0001822565-2024-00531; 0001822565-2024-01345; 0001822565-2024-01346; 0001822565-2024-01347; 0001822565-2024-01349.